Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte i.v. Catheter (vialon e) the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle through catheter of insyte vialon. According to the customer's report, during surgery, the hcp took out the product to establish an a line, and then found that the needle was piercing through the catheter.

Event description:
It was reported while using bd insyte¿ i.v. Catheter (vialon e) the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle through catheter of insyte vialon. According to the customer's report, during surgery, the hcp took out the product to establish an a line, and then found that the needle was piercing through the catheter.

Manufacturer narrative:
H6: investigation summary: five photos and one sample with open packaging were received by our quality team for evaluation. From the photos, the needle was observed to be pierced through the catheter near the tip. The sample was subjected to visual inspection. The team observed that the needle was pierced through the catheter near the tip area. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happen during product application during the needle cover removal if not done carefully. As the sample was returned in open packaging, the actual root cause could not be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection.